Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she went from a blood glucose level of 412 mg/dl to 33 mg/dl within 90 minutes after taking a bolus. The customer reported that the insulin pump's settings may need to be adjusted and requested assistance with correcting them. The customer stated that she has gastroparesis and also had strep throat at the time of the incident. The customer reported that she was hospitalized in 2010. The customer also stated that she had a blood glucose level around 30 mg/dl the week prior to the call, which she treated with a protein shake. The customer will not return the device for analysis.